Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized. The customer's blood glucose level was unknown. The customer was treated with intravenously at the hospital. The customer reported that the insulin pump also had motor issue and battery out limit alarm. The customer stated that they were unable to clear the alarm and unable to complete rewind process. They also reported that the motor on the pump went half way up. The insulin pump also had no delivery alarms and low battery alerts. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected drive or motor anomalies noted. No unexpected battery out limit alarm anomalies noted. The motor was tested outside of the device and passed.